Event description:
There was no delay in the overall procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # 707432284: part # 5584111 lot# 0011206387 visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are da maged. This is consistent with overload. Product analysis :part # 5584111 lot# rs15a024 visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged. This is consistent with overload. Product analysis: part # 5584111 lot# rs12a012 visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 5584111, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) ; product ID: 5584111, serial/lot #: (B)(6) , ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a driver used on patient having spinal therapy. It was reported that during a spinal procedure involving the removal of hardware, the screwdriver tip either broke or stripped when attempting to remove screws. There were no patient symptoms reported. There were no further complications reported regarding the event.